Manufacturer narrative:
On (B)(4) 2015, ibc received a complaint form a distributor (B)(4) stating that a flopump product (serial number (B)(4)) had a malfunction during surgery. Specifically, the customer stated that the cover of the pump detached from the body of the pump during surgery. The customer did not clarify whether the device was being used on a patient, or was being primed. Upon return of the product at ibc, an investigation was conducted. Luminol testing was performed on the pump, which indicated that there was no detectable blood residue. Therefore, ibc has concluded that the device was only used during priming and was not used on a patient. Investigation into the product confirmed the problem, however the root cause could not be established. Two potential causes for the issue include aggressive de-bubbling technique during priming, and human error during manufacturing assembly.

Event description:
The customer claimed that the housing for the flopump product came loose during a surgery, causing blood loss to the patient. There was no indication as to the patient condition after the event.